Event description:
Abbott labs freestyle flash glucometers cannot communicate and download saved blood sugar readings to computers with any version of windows 64-bit operating systems. Abbott labs co-pilot data management system accepts freestyle flash glucometer data via a (B)(4) cable that has its own special windows driver. This driver has been known by abbott labs not to work with any windows 64-bit operating system since (B)(6) of 2009. All versions of windows 64-bit operating systems ((B)(4) and windows 7) cannot download meter data. This prevents all diabetics that are using these meters from showing daily sugar level trends the software provides. This prevents diabetics from having the ability to adjust insulin dosage to compensate for hi/lo blood sugar trends required for diabetics to manage their disease properly. Other meters using this cable may also not work on 64 bit operating systems. Dates of use: 4-6 times/day. Diagnosis or reason for use: type 1 diabetes insulin dependant.